Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported via medwatch, ¿retained guidewire in arm from IV insertion. Background: attempt to insert usiv with guidewire. Guidewire retracted prior to insertion and failed attempt to gain access. Upon removal of catheter guidewire sheared off at surface level of skin. Able to visualize coil in skin. Md aware. Md attempted to remove. Unsuccessful. Feels that it will come out on its own. Assessment: small amount of guidewire visible at surface level of skin. Unable to be removed. No further action needed per md. Recommendation: monitoring.¿ no other information was provided.